Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that station has smart remote manager failure. A field service engineer, guided customer through the necessary steps to intentionally fail the srm and subsequently restore it using the keys and customer was able recover. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system unable to recover refrigerator. The customer stated that there was a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this incident.